Manufacturer narrative:
Recall was reported to the FDA. On april 26,2006 and as to their information the correction/ removal number has not been received to date. Conclusion: we are actually certain, that only the lot in question had this problem. Since the malfunction of the coupling head is already noticed, when it is fixed to the operating table to prepare for procedure, the incidence of a failure during surgery and thus patient injury is improbable.